Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 150mmh2o. The valve was hydrated for about 36 hours. The valve was visually inspected: the valve was still at 150mmh2o, what look like scalpel marks in the silicone housing were noted, as well as needle holes in the needle chamber. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832, with lot crpbw4, conformed to the specifications when released to stock in 6th february 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient. Doi and the initial pressure setting are unknown. After MRI (1.5t), it was found that the setting had changed unintendedly and became unadjustable. Since overdrainage was noted, the device was replaced with the same new product on (B)(6) 2016. The patient's condition is good after the revision. The surgeon requested to investigate the cause of the event.